Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip caught in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 71222u185) was advanced to the mitral valve. Grasping was performed, but noted to be difficult. The clip was successfully deployed, with good mr reduction. The second cds (71222u165) was advanced to the left atrium (la). While advancing the cds into the left ventricle (lv), the device dived medial, and the clip became caught in the chordae. Troubleshooting was performed, but the clip could not be freed; therefore, the clip was deployed in the chords. Two clips were implanted, reducing the mr to 3. It was noted that there was difficult visualization during the procedure due to the anatomy and image resolution. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult delivery catheter (dc) shaft positioning in this incident could not be determined. Chordal entanglement however, was a result of the dc shaft positioning issue. The reported poor image resolution appears to be related to patient anatomy and image quality. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.